Event description:
It was reported that a malfunction code malf 9 was displayed, indicating an issue with the device. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if the issue recurred, which the customer understood.